Event description:
Suction catheter was cut in an extreme pointed angle and the tip was smashed closed. The angle caused some slight bleeding and smashed tip was unable to suction. It was noticed immediately and another catheter was used and there was no further bleeding.